Event description:
It was reported on 18 june 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient was in sinus rhythm. The patient had left ventricular outflow tract (lvot) calcium and mitral annular calcification. Pre-dilation was done with an 18mm balloon. During the procedure, when the non-abbott guidewire was crossed the patient started experiencing ectopy and a left bundle branch block (lbbb). The valve was re-sheathed twice. The valve was implanted. A trace perivalvular leak was observed. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). The lbbb and ectopy persisted. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported during navitor implant procedure the patient started experiencing ectopy and a left bundle branch block which persisted after implant. Also reported that a trace perivalvular leak was observed. Information from the field indicated that the patient had left ventricular outflow tract (lvot) calcium and mitral annular calcification. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported heart block could not be conclusively determined. It is possible that the anatomical factors (lvot calcium and mitral annular calcification) may have contributed to the heart block; however, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.